Event description:
It was reported that premature partial deployment of stent occurred. A 7x40x120 epic¿ vascular stent was selected. During preparation of the device, it was noted that the stent flowered open and was deployed a little before entering the sheath. The procedure was completed with a different device. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).